Event description:
As reported by the edwards clinical specialist, upon deployment of a 26 mm sapien valve, the aortic end of the frame was noted to have flared. This was thought to have been caused by the heavy calcium burden in the aortic root. On reviewing the echo post deployment, it was determined that the non coronary cusp (ncc) leaflet of the sapien valve was not coapting, causing severe paravalvular leak (pvl) and central aortic insufficiency (cai). A second 26 mm sapien valve was deployed in the same location as the first valve. All thee leaflets of the second sapien valve were determined to be functioning via echo with only mild pvl remaining. At the conclusion of the procedure the patient was noted to be in stable condition. Additional investigation revealed the following: the native annular diameter was 21 mm by tte. The aortic root and native leaflets were severely calcified. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. The sapien valve was positioned and implanted 50:50 across the native aortic annulus. Per report, the perceived cause of the valve frame distortion and subsequent regurgitation was the severe calcification of the native aortic root.

Manufacturer narrative:
The device is not available for evaluation, as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, per report, there was no issue with valve position. The valve frame flaring and subsequent regurgitation appeared to be due to severe calcification of the native aortic root. The regurgitation was reduced by the implantation of a second sapien valve in the same position as the first valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.